Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: 4 investigations were completed from the period and breakdown is as follows: 2 were found contaminated. 1 no product returned. 1 was found stuck in cartridge. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: 1 investigation was completed from the period and empty package (opened) was observed. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 5 events of is as follows: cosmetic 2, haptic damaged 3. Serial numbers of suspect products: (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1, (B)(4) 1. 2 investigations were completed and 3 are pending from the period. From the 2 investigations: 1 found haptic detached. 1 found stuck in cartridge. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.